Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with biliary stent placement performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to a malignant stricture. During the procedure, the device was advanced into the bile duct over a guidewire and the physician attempt to deploy the stent but the stent was unable to be deployed. The stent was fully reconstrained and removed from the patient. The physician then tested the stent outside the patient and the device was able to open and close without difficulties. The stent was again advanced into the patient and attempted to be deployed; however the stent again could not completely deploy. The stent could not be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the catheter was kinked at the guidewire access port. The proximal end of the stainless steel shaft was broken/cut at 122 mm proximal to the reconstrainment marker; the proximal shaft end and handle were not returned. During analysis an attempt was made to retract the distal handle; however there was resistance. The shaft was dissected at the proximal end of guidewire access port and when an attempt was made to retract the inner shaft from the outer sheath, the stainless steel shaft detached from the inner shaft. The distal end of the inner shaft and stent were withdrawn from the outer sheath and the inner shaft was kinked at 55 mm proximal to the inner member jacket. No issues were noted with the stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with biliary stent placement performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to a malignant stricture. During the procedure, the device was advanced into the bile duct over a guidewire and the physician attempt to deploy the stent but the stent was unable to be deployed. The stent was fully reconstrained and removed from the patient. The physician then tested the stent outside the patient and the device was able to open and close without difficulties. The stent was again advanced into the patient and attempted to be deployed; however the stent again could not completely deploy. The stent could not be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age/ date of birth is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.